Event description:
Customer reported: at extubation after completed the procedure, a doctor confirmed damage on the cuff. Customer confirmed that no fault was identified during pretesting efforts. Customer confirmed that no add'l harm to the pt.

Manufacturer narrative:
(B)(4). Sample associated to this report is currently in transit to the mfg site for analysis.